Event description:
A customer reported to beckman coulter inc. (Bci) of obtaining indeterminate (ind) flags for ckmb, tsh and tbhcg qc along with ovr flags for tt4 qc. The issue was discovered while troubleshooting with access hotline. There were no reagent packs on board. When this occurs, the instrument does not detect there is no reagent pack present.

Manufacturer narrative:
User error is the root cause for this event.